Manufacturer narrative:
Pump was received with part of the reservoir stuck inside reservoir tube which prevent the piston to move forward. Reservoir unable to lock into place due to missing reservoir tube o-ring and missing reservoir retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported for son via phone call that they had insulin flow blocked alarm. The patient¿s blood glucose level was 236 mg/dl at the time of the incident. Customer reported that pump will not rewind, went to rewind, and piston will not move. Tried to manually push piston down. Piston is stuck and pump shows rewind complete. Customer reported that during fill tubing process, insulin pump alarmed insulin flow blocked. Customer performed displacement test which was failed. The insulin pump will be returned for analysis.